Event description:
The complainant stated that the bed will pop out of brake and never stay engaged. He could not find any issues with brake mechanism.

Manufacturer narrative:
The accounts maintenance isolated the issue to the casters. The four casters were replaced to repair the bed.